Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult hyperflex tts . The complaint cuff leaking was confirmed when leak procedure wi-10-012, 15cc of air was applied to the device and a slow leak detected on cuff. Validated using magnification a hole was found near he proximal end of cuff with photo attached. Two cuffs were reported leaking with only one device returned. The manufacturing revealed all device passed at 100% prior to release. Complaint revealed leak, unknown cause of event.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult hyperflex tts tube leaked after two days in use. A second cuff was inserted and after two days in use the second cuff was inserted leaked again. No patient adverse events reported.